Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was exhiting myopotential noise signals and oversensing due to possible insulation issues. However, this was not confirmed. The lead remains in service. No adverse patient effects were reported.